Event description:
It was reported that approximately 2 months post implantation of a total hip arthroplasty, the patient underwent an irrigation and drainage procedure, at which point the surgeon also decided to revise the implants. The source reported that the primary reason for the I&d was for either infection or hematoma but could not recall which. The head, liner, and shell were exchanged. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). D10: 00500104800 shell 48 mm o.d. 65135752, 00500104728 liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells 65299135, 00785001300 femoral stem cemented std. Collar 12/14 neck taper std. Neck offset size 13, 130 mm stem length 65813454, 00785901300 distal centralizer 13 mm o.d. 65739558. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00208, 0002648920-2023-00209. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established.

Event description:
No additional event information to report at this time.